Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not go into standby mode; the setting button was not registering. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device would not go into standby mode; the setting button was not registering-- when standby was activated, the device went into standby but immediately bounced right back into normal operational mode. The remote service engineer (rse) performed troubleshooting with the customer and guided the customer to access service mode. The rse had the customer check the pneumatic screen and find the average air standard liter per minute (slpm), and the customer noted that it was reading -1.9slpm when set to 0. The rse informed the customer that the device would technically be failing the air flow accuracy test with that reading, recommended that the customer replace the flow sensor assembly per the v60 service manual repair recommendation, and provided the customer with the part number and price of the replacement flow sensor assembly for repair. This investigation is ongoing.

Manufacturer narrative:
The customer received the replacement flow sensor assembly, but due to lack of training, the customer is not able to complete the repair and requested for bench repair; if bench repair is not an option, the customer requested in house repair. The rse provided the customer with the bench form, advised the customer to remove the battery before shipping the device, and created a bench work order for the customer. The repair is still pending, and this investigation is still ongoing.